Manufacturer narrative:
Argus case (B)(4).

Event description:
Recently I accidentally swallowed it [accidental device ingestion]. I recently swallowed it and had diarrhea for a month now [diarrhea]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 9h151c, expiry date 9th july 2022) for dry mouth. On an unknown date, the patient started biotene original oral rinse (original). In (B)(6) 2020, an unknown time after starting biotene original oral rinse (original), the patient experienced diarrhea. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown and the outcome of the diarrhea was recovering/resolving. It was unknown if the reporter considered the accidental device ingestion and diarrhea to be related to biotene original oral rinse (original). Additional information: adverse event information was received on 15 april 2020 via call. Consumer stated, "I been taking biotene for a year or more, and recently I accidentally swallowed it. I recently swallowed it and had diarrhea for a month now. The mouth wash, the original one for dry mouth."